Manufacturer narrative:
Product event summary: the programmer was returned and analysis confirmed the customer comment that it booted to an error. The hard drive was reconfigured and the software reloaded. Analysis also found a loose electrocardiogram (ECG) connector so the link electronics module (lem) board was replaced and calibrated, a noisy system fan which was replaced and broken tabs on the power cord bay door, so the power cord bay was replaced. (B)(4).

Event description:
It was reported that an attempt was made to turn on the programmer for a case, when a black screen with an error message was displayed. Several more attempts were made, with the same result. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that an attempt was made to turn on the programmer for a case, when a black screen with an error message was displayed. Several more attempts were made, with the same result. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2067l programmer rf (radio-frequency) head, 2290 pacing system analyzer. (B)(4).